Event description:
A caller reported experiencing a cgm error identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset process, and it was confirmed that the error did not reoccur. Subsequently, the caller successfully initiated their sensor session.